Manufacturer narrative:
(B)(4). Initial implant date - unknown date, 1995. Concomitant medical products- unknown liner, unknown stem, unknown head. Multiple MDR reports were filed for this event please see associated reports: 0001822565-2017-01247-1. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was revised 22 years post-implantation due to wear of the polyethylene liner and acetabular osteolysis. During the procedure, the acetabular components were removed and replaced.